Event description:
Voluntary medwatch report received reported that the implantable cardioverter defibrillator was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5165821.